Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported capsular contracture baker grade unknown. Later, healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.

Event description:
Patient reported capsular contracture baker grade unknown. Later, healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ deformation observed. ¿ voids observed. ¿ brown particles on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, e3, h3, h6.

Event description:
Patient reported capsular contracture baker grade unknown. Later, healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.